Manufacturer narrative:
Follow-up # 1 (01/26/2012)-device evaluation: the test strips involved with this complaint have been evaluated by product analysis on january 11, 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 9:45pm. The patient reported 2 instances where the subject meter was allegedly reading erratically. The patient reported blood glucose results of "282 and 46mg/dl" with the subject meter, performed greater than 20 minutes part on one occasion "425 and 55mg/dl " with the subject meter also performed greater than 20 minutes apart, the exact dates/times of when these tests took place is unknown. The patient manages her diabetes with an unknown type/dose of insulin through pump therapy and reportedly took insulin based on the alleged inaccurate readings both times (date/time of this action was also not specified). The patient reported that after receiving the values of "282 and 46mg/dl" she had a "seizure" at midnight of (B)(6) 2011, but denied receiving any form of medical treatment. The patient claimed she suffered another seizure on (B)(6) 2011 at approximately 10:15am, 12 hours after testing and receiving the "425 and 55mg/dl" readings. It is unknown if the patient tested just prior to the seizures. The patient was reportedly taken to the emergency room (ER) on (B)(6) 2011, where she was tested with an hcp meter at approximately 12pm. The patient could not recall the result obtained on the hcp device. The patient was reportedly treated with IV fluids by the hcp at around 12pm on (B)(6) 2011 also. It is not known if the patient was admitted to the hospital. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic results on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint have been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled if the test strips did not pass testing. 510(k) # is k073231.